Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mg/dl. Customer consumed sugar and was immediately discharged from the ER without receiving treatment as bg level had risen to 80 mg/dl upon arrival. Reportedly, the customer alleged that the pump had delivered a correction bolus resulting in the low bg. Troubleshooting was performed and the distributor confirmed that the bolus was manually requested by the user; the pump was found to be working as intended.